Manufacturer narrative:
We have not received the device for investigation. Hence, we could not conclusively determine the root cause of the reported incident. Previous investigations into this issue have found the failure was determined to be centering hoop to wire welding error along with operator adjustment error. During the welding process, this centering hoop was likely not properly aligned against its retainer slot. We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests passed their requirements. Further, we have not received any other complaints of a similar nature for devices from this lot. A CAPA is currently open to address this issue.

Event description:
While testing the lemaitre valvulotome device during the pre-use check the blades were opened and closed. One of the blades did not close and remained exposed during the test. The device was not used on the patient.